Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2019-aug-06. The explanted ins was discarded. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient feels like their stimulator is not working. Both their patient programmer and recharger won¿t connect with the ins. The patient saw their healthcare professional (hcp) last week and they told the patient to call patient services. The patient confirmed the last time they were able to charge the ins was 5-6 months ago. Patient services had the patient use their recharger again which showed a reposition antenna screen. The patient was redirected to follow up with their hcp. The patient reported that the event began 6 months ago but stated probably sometime in 2018. The patient called back on (B)(6) 2019 indicating that they spoke with their hcp office who told them to call patient services and tell them what time their appointment is tomorrow to get a rep scheduled to be there. Patient services emailed local reps. There were no patient symptoms reported and no complications reported. Additional information was received from a healthcare professional (hcp) on (B)(6) 2019. The hcp indicated that it would not charge at all. They are scheduling a surgery for a placement of a new ins. No further complications were reported/are anticipated.